Event description:
The facility reported a colleague infusion pump with a malfunction involving a channel a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a failure was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.